Event description:
Boston scientific received information that this device was exhibiting extended charge times. The health care professional was inquiring about longevity remaining. Four months later, this patient presented with syncope. It was noted that the patient had a run of ventricular tachycardia episodes that was not conclusively terminated by shock delivery, however the patient did convert on their own. Defibrillation threshold testing was performed which was successful. A few weeks later, the patient presented with another syncopal episode. The device had very long charge times of 17.9 seconds and it was noted that the patient could not tolerate these long charge times. The device was subsequently explanted and replaced.

Event description:
--

Manufacturer narrative:
The device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observations could not be confirmed in analysis.